Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
During investigation of pr277115, pr277136, pr277137 we have observed an endoleak in one of the medical records (piece ii-11 (1)). The endoleak was present after implanting two zta-de-22-104 products in the patient. Extract from the medical records notes (complaint event): "via the femoral artery, successive fitting and overlapping, placement of two zta-de-22-104 stents, dilated with a coda balloon. Due to the angles and a fit which was not proximal enough, a type I endoleak persisted, hence the need to place a third, more proximal, component. The final examination showed good sealing on the fit and the endoleak had disappeared. Percutaneous closure." Patient outcome: the final examination showed good sealing on the fit and the endoleak had disappeared.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref#: (B)(4). H6) e2402 - appropriate term / code not available for endoleak. Summary of investigational findings: two zta-de-22-104 stent grafts was implanted in a patient via femoral artery and dilated with a coda balloon. Successive fitting and overlapping were reported. Due to the angles and a fit which was not proximal enough, a type I endoleak persisted, hence the need to place a third, more proximal, component. The final examination showed good sealing on the fit and the endoleak had disappeared. Percutaneous closure. (Extract from medical records). According to the medical records three zta-de-22-104 devices were implanted in the patient. The order of implantation is unknown and therefore, all three lots were review during the investigation. Review of the device history record(s) gave no indication of the product(s) being produced out of specification. The provided information indicates that the device was placed in an anatomy with angles and a insufficient proximal seal. Based on the medical records, this is with high probability the cause for the reported endoleak. The instruction for use shipped with the device(s) state that endoleak is a known potential adverse event and that key anatomic elements that may affect successful exclusion of the aneurysm/ulcer include severe angulation (radius of curvature <20 mm) and localized angulation >45 degrees) and short proximal or distal fixation sites (<20 mm). In the presence of anatomical limitations, a longer neck length may be required to obtain adequate sealing and fixation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred